Event description:
One of the two gauges on the most unit suffered a ruptured bourdon tube when the main oxygen valve was opened. The gauge's glass cover, faceplate and gasket were blown clear of the device. At the same time, a fire started at the damage site. The operator did not shut the oxygen supply valve and the most unit was destroyed. No injuries occurred. The unit in question has been sent by the (B)(6) to (B)(6) where it is currently undergoing failure investigation. At this time, pci suspects the following potential causes: defective gauge; contamination within the most unit (hydrocarbons, metal particles, particulates); oxygen contaminated with hydrocarbons being used by the customer to fill the most; customer not following operating instructions and opening main valve too rapidly. Customer has also stated that they inadvertently performed operational steps out of sequence; and/or electrostatic discharge - the customer feels that they may have filled and used the most in circumstances where electrostatic discharge could have occurred and may have provided a spark.